Event description:
Hill-rom received a report from the account stating that the tray cover on the lift was broken. The lift was located in the unit 1 hallway. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found that the foot tray cover was cracked when the lift was inspected. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the foot tray cover to resolve the issue. Based on this info, no further action is required.